Event description:
The pt was admitted to the hosp's intensive care unit. The pt had symptoms of overdose (specific symptoms were not reported). A narcan drip was started and the pt was responding. The pump dose was decreased once and needed to be decreased further. The physician did not want the medication to abruptly stop. The nurse reported that the pt 'doesn't look good'. The pump was used to deliver dilaudid. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.